Event description:
Baxter intrathoracic (thoracentesis) catheter transected during withdrawal. The cath was not withdrawn through the needle. Approx 4-5 cm of catheter remains in the subcutaneous tissue. No disability resulted from the failure. The distal catheter at transection site was frayed, no resistance felt.